Event description:
A pt reported experiencing inacurrate erratic results with a fasttake meter. The pt's blood glucose was meter 9.1 versus lab 7.3 with a 1.8mmol/l and 25% difference. Pt did not experience any adverse events. No further info has been reported.